Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (300 mg/dl) the customer delivered a manual injection to stabilize bg level. Reportedly, the customer had the cartridge in for 3 days. The customer was educated that humalog has only been tested for up to 48 hours. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.